Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a reservoir was used. The reservoir could not be locked, another reservoir was used for the patient. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.